Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdz824, and no non-conformances were identified. It was received for analysis an opened sample of product code sxpp1a301, lot pdz824. During the visual inspection of the needle-suture combination, the swage and attachment area were observed to be as expected. The suture was examined along of strand and the barbs were present. In addition, it measured the distance of beginning and finish of the barbs and met with the specification for a stratafix symmetric pds 1 which is correct in ours systems for this product code. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, no performance barb non-engagement in tissue was found on the sample. It was received for analysis unopened samples of product code sxpp1a301, lot pdz824. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and the barbs were present. In addition, it measured the distance of beginning and finish of the barbs and met with the specification for a stratafix symmetric pds 1 which is correct in ours systems for this product code. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance barb non-engagement in tissue was found on the samples.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on unknown date and the barbed suture was used. During surgery, the surgeon felt that the anchors of the device were not caught firmly by the tissue during use. It was reported that there had been no fixation tab on the device before use. It was also reported that the surgeon noticed it since the suture could not be fixed on the tissue during continuous suturing. There were no adverse patient consequences reported. No additional information was provided.